Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom, a patient with a 11500a valve of unknown size implanted in pulmonic position underwent reintervention for valve-in-valve procedure after an implant duration of six (6) years and eight (8) months due to degeneration leading to stenosis and regurgitation. A 23mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device. The patient was noted as to be discharged home and doing well.

Event description:
Edwards received notification that this 11500a valve of unknown size implanted in pulmonic position underwent reintervention for valve-in-valve procedure after an implant duration of 6 years and 8 months due to degeneration leading to stenosis and regurgitation. The patient presented with shortness of breath and palpitations. A 23mm sapien 3 ultra resilia valve was successfully implanted within the pre-existing edwards surgical device. As reported, patient was noted as to be discharged home and doing well.

Manufacturer narrative:
B5, h6 : clinical code, type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including tetralogy of fallot and patient aged.